Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set-up it was observed that the motor device lost pressure and power and made a loud popping sound. The reporter stated that the device did not appear to have any cuts or ruptures. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the motor was not rotating due to shattered vanes. It was determined that this was due to normal wear and tear over time. In addition there was a hole in the hose at the muffler (damage was on location 1 of the muffler) due to improper assembly / manufacture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.